Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received the results of 21 mg/dl, 134 mg/dl and 101 mg/dl back to back within 10 minutes on the inform system. Reporter stated that the patient was given d50 about an hour and 15 minutes prior to the readings and also right after the 21 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.